Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator turned off and restarted while in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme confirmed the issue via the device event log, which indicated the device restarted due to anomalies detected during operation. This could include a software exception and no action is required. The device was confirmed as operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.